Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the patient had urinary problems 3-4 months ago and were changing 2-3 times a day. Then they decided to check the device and saw the por a couple months ago, and in (B)(6)2018 they had bowel incontinence once in a while when they went out to eat. This por timeline conflicts with what was previously reported. It was reported that at the (B)(6) appointment the healthcare provider told the patient that they were just a surgeon that removes the device they don¿t clear the por message. It was noted that there is a local healthcare provider who could clear the por for the patient. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had not had their device checked yet and did not have a managing physician for the device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an appointment on (B)(6) to have the por message cleared. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Friend/family member reported the patient saw a power on reset (por) when they were trying to check the implant. It was reported that the patient had an MRI about 4 months prior to the report. It was reported that the patient had been having accidents 6 months prior to the report. No further complications reported/anticipated.